Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to oversensing of noise. It was noted that this device was a recent implant with no previous episodes of noise. The patient will have an in-clinic follow-up, and the plan is to troubleshoot to see if the noise can be re-created. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to oversensing of noise. It was noted that this device was a recent implant with no previous episodes of noise. The patient will have an in-clinic follow-up, and the plan is to troubleshoot to see if the noise can be re-created. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was evaluated in the clinic and troubleshooting was performed in which the noise was reproducible when the patient lifted his left arm. An x-ray was performed which showed that the electrode had receded/been pulled down a couple of centimeters from its original location and the patient was booked for a surgical revision. Additionally, technical services reviewed data and found there was a change in amplitudes. Subsequently, the electrode was explanted and replaced successfully. The device remains in service. No additional adverse patient effects were reported.